Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been returned and evaluated. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken yaw pulley. The broken piece was approximately 0.071 x 0.100 in size. The known common cause for this type of instrument damage is due to mishandling/misuse. The instrument was also found to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. A photographic image of the distal end of the instrument was also provided by the customer and evaluated by failure analysis. The image revealed that the bottom grip of the instrument was out of the ultem overmold, possibly caused by overloading of one of the grips (either during suturing, tissue handling, or due to instrument collisions). Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Isi has reviewed the site's system logs with a procedure date of 02/13/2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the maryland bipolar forceps instrument allegedly broke off and fell inside the patient. However, at this time, the location of the broken fragment is unknown. It is also unknown if the missing fragment was retained inside the patient. Based on an evaluation of the maryland bipolar forceps instrument, there is no indication that a malfunction of the instrument occurred.

Event description:
It was reported that during a da vinci-assisted gastric resection procedure, the maryland bipolar forceps instrument collided with an endowrist vessel sealer instrument. When the maryland bipolar forceps instrument was removed and inspected, it was noted that the pulley cover was broken from the tip of the instrument and the cable inside was cut. The instrument fragment allegedly fell inside the patient. On (B)(6) 2017 intuitive surgical, inc. (Isi) obtained the following additional information from an isi safety control specialist: during the da vinci-assisted gastric resection procedure, while the surgeon was treating blood vessels around the duodenum, it was reported that the maryland bipolar forceps instrument collided with an endowrist vessel sealer instrument. The surgical staff removed the maryland bipolar forceps instrument from the trocar and the pulley cover (ultem) was noted to be broken and missing from the tip of the instrument, and the cable inside was broken. The surgical staff informed the surgeon about the missing fragment on the instrument. The surgeon then made the decision to not retrieve the fragment and stated that the size of the fragment was very small. The surgeon allegedly had admitted to an isi clinical sales representative (csr) that there was collision of instruments. The safety control specialist confirmed that there were no post-operative tests or any other medical interventions conducted to look for the fragment. The safety control specialist stated that the instrument and the cannula were inspected prior to use. After the surgical procedure was completed, the patient was reportedly doing fine. As of the date of this report, no post-operative complications have been reported. There is no video recording of the surgical procedure. The site was unsure of the location of the missing instrument fragment and did not know if the broken piece was retained inside the patient.